Manufacturer narrative:
(B)(4).

Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to carotid stenting interventional procedure. It was reported that the physician said he thought the suture was deployed in the tract and not in the artery because as he pulled a slight amount of tension on the rail he pulled the knot out. A second proglide device was used; however, a cuff miss occurred. Reportedly a third device was returned for this case and exhibited a device failure. Both cuffs captured the needles; however, the link instead of the suture distal to the link was cut. The cuff was caught in the knot pusher during the knot advancement. Also, a clip of starclose or starclose se was observed on the guide. The physician was aware that the clip of the starclose had been removed from the patient anatomy. There was no vessel damage reported. The method used to achieve hemostasis was not reported. The physician is trained in the use of the proglide device and established in the preclose technique. User facility medwatch stating: event desc: at the conclusion of an angiogram, two devices were used to attempt to close a femoral artery. Another device was used and the patient was not harmed. This facility has had a total of four similar events with this device. All four devices were returned to the manufacturer. All four devices had the same lot number. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two proglide devices and a starclose se device are being filed under separate medwatch MFR numbers. (B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported suture deployed in the tract and not in the artery was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the sutures reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.